Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). On (B)(6) 2023 elevated iop (34mmhg), poor visual accuity was observed. Tapering topical steroid and alphagan is being taken. Lens remains implanted. Problem not resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The patient experienced an elevated iop and medication was prescribed. Reportedly "35 y/o female patient complaining of poor visual acuity 1 month po icl. 4 week po visit on (B)(6) 2023 - ucva 20/40 od and ucva 20/60 os. Pressures were high, at 34 od and 36 os. Patient was taking oral prednisone for a bronchial infection, as well as a topical steroid drop. Patient now tapering topical steroid and patient currently taking alphagan". The lens remains implanted. H6- health effect - clinical code: "2140" should be removed and "1937", "2137" should be added. H6- health effect - impact code: "4644" should be added. H6- medical device problem code: "3001" should be removed and "1401" should be added. Claim#: (B)(4).